Manufacturer narrative:
(B)(4). D10: cat#: 12-115123, lot#: unk cer bioloxd mod hd 36mm +6 nk. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two days post-implantation, the patient underwent a right hip revision due to periprosthetic femoral fracture. The head and stem were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided. Review of the available records identified the following: the previous stem was removed. There was almost a dye punch type of fracture in the lateral cortex. The medial calcar as well as the greater trochanter were intact. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.